Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was at eri (elective replacement indicator) around (B) (6). However, by (B) (6) there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.